Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) the age or date of birth were not reported; however, it was reported that the patient was a child. Initial reporter: phone number - (B)(6). Should additional relevant information become available, a follow-up will be submitted.